Event description:
It was reported that customer experienced difficulty charging device because usb port and metal part were bent, requiring cable to be wiggled to make a good connection. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.